Event description:
It was reported that the patient had a pump replacement "a couple weeks ago". It was reported that prior to the pump replacement the patient "was in a lot of pain and the pump wasn't working". The reporter noted that the patient was placed in a nursing home. The drug used in the pump was not provided. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the health care provider would not give her oral medication due to the patient¿s medication getting stolen. The patient went into withdrawal because of it. It was reported that after the replacement the patient no longer had the ¿burning.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type catheter. (B)(4).